Manufacturer narrative:
Device evaluated by MFR.: the unit returned with the catheter broken, as part of overall visual revision. Windup was encountered in the non-heat shrink area of the telescope. Ic windup began 34.50 cm from the distal end of the connector shaft. A detachment was found in the sheath assembly. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at proximal wave form. The distal housing and the transducer assembly appears to be in good conditions. A detachment was found in the sheath assembly from the strain relief of the distal section of the telescope and the windup was observed. The sheath assembly was within specification based on the drawing.

Event description:
Reportable based on device analysis completed on 23mar2020. It was reported that an image issue occured. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use. During the intravenous ultrasound, the image went black during recording. The procedure was completed with a same device. No patient complications were reported. However, returned device analysis revealed the catheter was broken.